Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: 2024-22057-01 the manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, during the procedure, the nosecone detached from the delivery system. The physician was unable to snare the device and decided to leave the nosecone floating in the right atrium (ra). On post-operative day (pod) 1, the nosecone had embolized to the patient's lungs. Edwards received notification of an evoque delivery system utilized in tricuspid position. No issues were noted during device preparation or valve deployment. During removal of the delivery system, there were no difficulties or resistance noted and the delivery system was removed per manual instructions. After release of the valve and retrieval of delivery system from the patient, it was observed that the nosecone was detached from the delivery system. A fluoro check identified a loose nosecone approximately above bifurcation in vena iliaca. The physician then tried to snare the nosecone and during manipulation, it trekked up to the ra. After trying for one hour and consultations with cardiac surgeon, angiologist, specialist nurse, and interventional colleagues, the physician decided to leave the nosecone floating in the ra, as risk of doing more invasive maneuvers were too high compared to leaving the device inside the ra. Immediately post procedure, the patient was noted to be stable. There was no arrhythmia and the valve was placed in perfect position. On pod 1, the patient was doing very well. The x-ray showed the nosecone in the circulation of the lungs and it had embolized there. The patient did not feel anything and is asymptomatic. As per medical opinion, the root cause of this event is a technical malfunction of the delivery system. The device will be returned and the investigation is ongoing.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for full detachment of component from device into vasculature was confirmed with objective evidence via the returned device evaluation and imaging evaluation. A device history record review was conducted and found the device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event were identified. Additionally a lot history review for the complaint work order was conducted and found no other complaints related to full detachment of component from device into vasculature. During complaint investigation, multiple sub-assembly groups were created to test for the bond strength between guide wire lumen and nose cone. The sub-assembly groups consisted of units with varying factors that could influence bond strength, and all units demonstrated tensile strengths exceeding the design specifications. Returned device showed remnants of uv glue and through ftir it was confirmed that the remnant on the returned device, matches the profile of cured uv glue. Therefore, there is no evidence of missing or inadequate manufacturing process steps. Furthermore, no inadequate use of the device was found through imaging evaluation.